Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the motor holder (broken) defective, the membrane keyboard (+ key without function) defective, the battery (breaks under load together) defective. Foot control (B)(4) and micro motor (B)(4) without error. The included power supply is not an original vdw power supply and therefore not suitable for the device. Delivered without contra-angle.

Event description:
In this event it was reported that a raypex 6 apex was not working (measuring) correctly; no injury resulted.